Event description:
It was reported the pt wants his scs system explanted due to ineffective stimulation and left shoulder blade pain which occurs with stimulation. The pt is to consult with the surgeon regarding the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.